Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The physician implanted a taxus express2 3.5x20mm drug eluting stent to the 90% stenosed lesion located in the noncalcified, nontortuous, proximal left circumflex (lcx) and obtuse marginal (om) artery. The stent was well positioned and well apposed. Heparin was administered during this procedure. Aspirin and clopidogrel were administered before, during and after this procedure. No pt injuries or complications were reported. Five days post procedure, the pt presented with chest pain and an abnormal electrocardiogram. A thrombosis was noted. A thrombuster was used to try to aspirate the thrombosis, but was not successful. The lesion was then dilated with a 2.25x10mm non bsc balloon. The pt was on aspirin and clopidogrel at the time of the thrombosis. No additional pt injuries or complications were reported. Pt status post procedure is noted as recovered.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.